Event description:
Customer reported that erratic sodium and co2 results were generated by the synchron lx20 clinical system for an unspecified number of days. The results were not reported out of the laboratory. The erratic results were detected by the operator and the system was subsequently recalibrated. The erroneous samples were then retested. The specific number of results and timeframe of the event were not provided. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the system and water source were collected. No bacterial growth was detected. The fse swapped the sodium measuring and reference electrodes and replaced the co2 membrane. The fse subsequently rebuilt the ratio pump. No further events were reported. Although the engineer made several hardware repairs which apparently resolved the problem. No clear root cause has been identified to date. Accordingly, no conclusion can be drawn. This is one of two medwatch reports being submitted as the customer advised that this event occurred on multiple unspecified occasions. Reference the below MDR numbers for all associated events: MDR# 2050012-2011-06276. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.